Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defect and the serial number plate missing. Based on the result, we concluded that it was caused due to the ccd module defect; however, other failure is not related to the alleged complaint. Correction information: d9: device evaluation. G6: follow up #1. H6: coding changed based on the investigation result: health effect - impact code, component code, investigation findings, and investigation conclusions. Additional information: b5: there was no report of patient harm. H6: coding added based on the investigation result: health effect - clinical code. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred before use. The user reported spot in the image pentax model eg29-i10/serial (B)(4). The endoscope was returned to pentax service facility for further evaluation where the user narrative was confirmed. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.